Event description:
The customer reported being in the hospital with low blood glucose. The customer has experienced low glucose level since christmas and has not changed the settings. The caller stated that she checked her glucose level and it was in the 40s mg/dl before being admitted. The caller mentioned that she was not able to bring it up and was experiencing nausea and vomiting. The customer was breaking out with the sensor adhesive, and they gave her some wipe to put on the skin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.